Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer's sensor broke. The customer's blood glucose level was reported to be 118.8mg/dl. Troubleshoot was reported to be conducted. It was reported that the sensor would be replaced.